Event description:
It was reported by a distributor that a patient sustained second degree burns to the inner thigh following laser hair removal treatment with a lumenis lightsheer duet laser. It was further reported that the disposable insert had cracked during treatment.

Manufacturer narrative:
Lumenis investigated the reported event contacting the distributor to obtain patient treatment settings, patient photographs and images of the disposable insert which were provided by the facility. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. The technical expert reported that the hs hand piece was replaced as a precautionary measure. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs. The healthcare professional concluded that the burns would likely result in hypopigmented areas that would take some time to resolve. Furthermore, the professional stated, "the pics of the tip (besides its cracks) also show many singed hair burnt onto the sides of the tip and one brown filter that indicate that the filter has been extensively used and not cleansed enough during the treatment (the glass window is clean but the plastic edges not). I cannot believe the sole bikini line was treated with this tip being new at the beginning of the session." Device labeling states: "warning - the disposable insert must be kept clean during patient treatment. Foreign matter on the disposable insert will get hot due to absorption of laser light and can cause epidermal injury."